Event description:
The user facility reported that the guidewire broke during an endo aaa procedure. Follow up communication with the user facility confirmed: the wire was removed from the iliac and placed on the scrub table; it was then noticed that the wire had come completely apart into two pieces at the duo-core bond; another wire was used to complete the procedure successfully; fluoroscopy was done to ensure that there were no pieces of the wire left inside the patient; and the patient is reported doing "fine".

Manufacturer narrative:
(B)(4). The involved device has not been made available for evaluation and the involved lot number is unknown. Therefore, the failure investigation was limited to the assessment of information provided by the user facility and evaluation of a retained sample from the reported product code. Inspection and testing of a sample from the reported product code found no defects or anomalies and confirmed that product performance specifications were met. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).